Event description:
The customer reported a low product volume and yield during a mononuclear cell (mnc)collection procedure. Due to EU personal data protection laws, the patient information is not available from the customer. The disposable set is unavailable for return because the customer discarded it. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which anevent occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data file was analyzed for this event. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. An image was captured by the aim system in the spectra optia centrifuge basin and recorded in the log file. Root cause: based on the images captured by the aim system, the collect line was not behind the lip of the optical reference as intended. The resulting lack of support under centrifugation created a restriction in the collect line, which lessened the product volume and yield observed in the product bag. The missing product volume of 57ml represents <0.75% additional positive fluid balance for the patient due to the return of this volume than targeted. Per our internal assessment of failures that impact patient safety, the potential safety risk of patient hypervolemia due to the return of the product volume deficit reported is minor and the effects are transient and reversible. There are multiple safeguards pertaining to monitoring of fluid balance by the reservoir sensors of the optia system to prevent any significant impairment.